Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that an expired 60 cm tunneler was mistakenly used in this case for occipital pns implant. This item was not in the rep's inventory. The rep ran to his operation room bag to grab the longer tunneler and forgot to scan it in rush and handed off to circulator. The item was then used to tunnel in case. The rep should have still scanned the item before handing off the circulator to confirm it was expired. At the time of this report, the issue had resolved. The device was discarded after use. No further complications were reported.